Event description:
It was reported to philips that the storage space was low, unable to save images. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The system was in clinical use, and the customer did not provide the information about the patient and procedure. However, there was no harm or injury reported to philips. The philips remote service engineer (rse) connected with the customer and found that the device cannot store images. Customer deleted many images and device remaining space showed more, but it reported hard disk problem. The onsite service for the reported problem was suggested by rse. However, the customer did not accept the quotation. No service has been provided from the philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.